Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to provide service for the unit involved with the reported event. At this time, there is no more available information for this event. Additional information has been requested and if additional information becomes available, a follow-up MDR will be filed.

Event description:
It was reported that the flight registered nurse (rn) from iowa methodist medical center call getinge support and had a question about cardiosave intra-aortic balloon pump (iabp) rescue with a 40cc sensation plus balloon. The nurse stated that she transported a patient to university of iowa due to left side heart failure in need of an implantable vad. Patient blood pressure (bp) before fight was 80/50 and map was 70. The helicopter took off and once in route to other hospital, the bp rose to 160/80 and map was 90. Patient assessment showed no changes to the patient. Once the helicopter landed at new hospital, the pressure went back to preflight level of 80/50. The nurse asked if getinge support knew why the pressures might have changed during flight. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge service representative reported that the customer did not request service, and that the customer reported the iabp was working fine. Also, they continued to use this transport iabp and they have had no issues. No further investigation is required.

Event description:
It was reported that the flight registered nurse (rn) from iowa methodist medical center call getinge support and had a question about cardiosave intra-aortic balloon pump (iabp) rescue with a 40cc sensation plus balloon. The nurse stated that she transported a patient to university of iowa due to left side heart failure in need of an implantable vad. Patient blood pressure (bp) before fight was 80/50 and map was 70. The helicopter took off and once in route to other hospital, the bp rose to 160/80 and map was 90. Patient assessment showed no changes to the patient. Once the helicopter landed at new hospital, the pressure went back to preflight level of 80/50. The nurse asked if getinge support knew why the pressures might have changed during flight. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
***An initial emdr for this complaint was incorrectly submitted. This is a non-reportable customer inquiry with no device failure. As a result, the classification of this event has been changed to "other", in our database. Please also cancel in your database. Updated fields: b4, b5, g4, g7, h2, h10.

Event description:
It was reported that the flight registered nurse (rn) from iowa methodist medical center call getinge support and had a question about cardiosave intra-aortic balloon pump (iabp) rescue with a 40cc sensation plus balloon. The nurse stated that she transported a patient to university of iowa due to left side heart failure in need of an implantable vad. Patient blood pressure (bp) before fight was 80/50 and map was 70. The helicopter took off and once in route to other hospital, the bp rose to 160/80 and map was 90. Patient assessment showed no changes to the patient. Once the helicopter landed at new hospital, the pressure went back to preflight level of 80/50. The nurse asked if getinge support knew why the pressures might have changed during flight. There was no harm or injury to patient and no adverse event was reported. ***an initial emdr for this complaint was incorrectly submitted. This is a non-reportable customer inquiry with no device failure. As a result, the classification of this event has been changed to "other", in our database. Please also cancel in your database.